Manufacturer narrative:
Result: structurally broken siderail panels and footboard lid with sharp edges.

Event description:
It was reported by svc report that the head-end siderail panels and footboard lid were structurally damaged with sharp edges. No pt involvement or adverse consequences were reported.